Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of her son having high blood glucose of 500 mg/dl. Troubleshooting found that the infusion sets were not adhering to his body and customer was advised on recommendations to improve adhesion. High blood glucose troubleshooting was declined by customer. No further details given.